Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02090. It was reported that during a routine floor check, alerts for atrial and ventricular lead noise reversion were observed. Upon further assessment, the atrial lead noise was reproducible with isometrics. The ventricular lead noise was unable to be reproduced with isometrics. It was noted that small portions of ventricular lead noise appeared to be on some auto-mode switch (ams) and high ventricular rate episodes. The patient had no complaints of any symptoms related to the device. No further actions were taken at this time. The patient was stable and will continue to be monitored.